Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the surgeon noticed black lint was stuck to the lens as he was about to implant the lens. The device touched the patient but the surgeon was able to remove the lint before implanting the lens. The lens was implanted with no further complications. There was no harm to the patient.